Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the operator experienced a system alarm which would not resolve. Manual rinseback was initiated but not completed due to clotting in the cartridge, which resulted in a 160cc blood loss. No medical intervention was required.

Manufacturer narrative:
The returned cycler was evaluated. It was determined that the system alarm was a blood pump error alarm caused by a defective sensor board. The cycler alarmed appropriately stopping all pumps. The board was replaced and the cycler retested successfully. The user's guide provides adequate instructions for resetting system alarms and states that if the alarm recurs to perform manual rinseback. Rinseback was not performed in a timely manner following the alarm and blood loss. Nxstage reviewed the event with the facility. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed.